Event description:
The tip of a medtronic siteseer catheter fell off the catheter while in the patient's body. The tip ended up in the right profunda artery. Md retrieved the tip of the cateter with a snare device.